Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture and high impedance. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture and high pacing impedance. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.